Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as appearing as hives, red, open, and blisters present. It was reported the patient had known allegories to metals and having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cétirizine cream from a medical professional. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as appearing as hives, red, open, and blisters present. It was reported the patient had known allegories to metals and having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cétirizine cream from a medical professional. The irritation improved. Supplemental report 9/13/2021: submitting report to correct section g4.